Manufacturer narrative:
The associated journey ii bcs locking femoral implant impactor was returned and evaluated. A visual inspection of the returned product revealed the device has cement debris left in the groove of the cam arm. This instrument was manufactured in 2017 and it exhibits signs of significant use. We recommended cleaning method given in our cleaning and sterilization brochure ¿instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopaedic devices¿. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the device broke during surgery.